Manufacturer narrative:
A revision procedure was performed and the lead was replaced. The lead is not expected to be returned for analysis. This report will be updated if additional information becomes available.

Event description:
Boston scientific crm received information that the patient implanted with this left ventricular (lv) lead had reported phrenic nerve stimulation. The physician suspected the lead had dislodged. No adverse patient effects were reported.